Manufacturer narrative:
Upon further follow-up, it was confirmed the tyvek pouch was from another manufacturer and not an asp product. The manufacturer was notified of the issue. This new information has deemed this complaint file no longer reportable.

Manufacturer narrative:
The correct brand name is tyvek® pouch with sterrad® chemical indicator. The correct common device is self seal pouch. The correct catalog number is 12420.

Event description:
A customer reported the tyvek pouch with sterrad chemical indicator did not change color correctly after a completed sterrad 100s cycle. The affected load was reprocessed. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of tyvek pouch with sterrad chemical indicator not changing color correctly. Asp will continue to follow up for additional information. (B)(4) are related complaints from the same facility. This is two of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00483 and 2084725-2016-00484.